Event description:
A malfunction was reported with the pump triggering an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was advised to clean the speaker holes and check the pump's connections, after which insulin delivery was successfully resumed and the pump returned to normal operation. No further instances of the alarm occurred after these actions were taken.